Event description:
The caller alleged discrepant results when repeated test with inratio the results are as follows: 2008; 2.0; 6.5. Same day; 2.9; 6.5. Pt had bloody urine and also admitted in the hospital. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.0; lab: 6.5; mean: 4.25; confident limits: 2.4 - 6.1. Date: same day; inratio: 2.9; lab; 6.5; mean: 4.7; confident limit: 2.6 - 6.9. The test #1 the inratio test is not within the confident as per the internal procedure rev. 2. The test #2 the inratio and comparison values are within the confident limit. Pt had bloody urine and also admitted in the hospital. This is an adverse event.